Manufacturer narrative:
The investigation is still in progress. Upon completion of the investigation, a supplemental report will be mailed.

Event description:
(B)(4). It was reported that the patient was implanted with an inlay ureteral stent. After 2 months, severe encrustation was noted on the surface of the stent. The stent could not be removed using a cystoscope so a uteroscope was used to remove the stent. There was no injury to the patient.